Manufacturer narrative:
(B)(4).

Event description:
Information received from a consumer patient receiving clonidine, baclofen, and dilaudid via an implanted pump. Indication for use was noted as non-malignant pain and other non-malignant pain. It was reported that the patient went through having trouble breathing two years ago, in 2014. The patient stated that the is baclofen in their pump and it was "too high." The patient reported it was messing with their respiratory system and they cannot breath. The patient stated they had a respiratory problem but their oxygen was "100%." Type of baclofen, concentration and dose, other medications the patient was taking at the time of the event, pertinent medical history, diagnostics, actions/interventions and outcome were not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.